Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as surgical impact opening and missing assessed as inconclusive. Shell thickness was within specification). Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
E1: phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified, device patch with lot number#: 2169500 and catalog number: 115-203. Rupture breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed.

Event description:
Physician reported, left side rupture. Device has been explanted and replaced.